Event description:
During an arthroscopic rotator cuff repair procedure, the physician was utilizing a quantum 2 system. It was reported the display screen of the quantum 2 system suddenly went blank intra-operatively; however, the coblation therapies remained functional. The physician was able to complete the procedure using the quantum 2 system. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's identifying information was requested but not received.